Manufacturer narrative:
The complaint event, pericardial effusion, was previously captured and reported under manufacturer report number 2015691-2018-02218. Initially, the source and the exact time of occurrence of the pericardial effusion was not provided. Additional information was received which suggests that a ventricular perforation by the wire occurred during placement of the second valve. The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the ventricle was perforated by the guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in the (B)(4), during deployment of 26mm sapien 3 valve via trans-femoral approach in the aortic position, the balloon did not inflate. When the atrion was pulled negative blood came back in the syringe. The devices were retrieved without problems. New devices were used and the valve was implanted with good results. Post valve implant, the patient¿s blood pressure dropped and a pericardial effusion was diagnosed. The patient was taken to the operation room. At the time of the report, the patient was stable in the ICU. There were no problems with the valve alignment. Per the physician, after the valve did not deploy during the inflation of the balloon, the valve with the delivery system in the sheath was retrieved. In one movement, the complete delivery system, valve and sheath was removed out the patient. A new kit was opened and prepared according to IFU. A new sheath was inserted during this action the wire was lost out of the native valve. Without any problems, the wire crossed the valve and placing of the sapien 3 valve was performed. At the end of the procedure the patient¿s blood-pressure dropped and tamponade was diagnosed. The wire was thought to have perforated the left ventricle wall. Due to the unstable situation of the patient, a thoracotomy was performed, and the perforation was stitched. At last report, the patient was stable.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.